Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s implant was no longer working and ¿need a new battery implanted¿. The patient was trying to find another doctor for the issue as their implant doctor was longer available. There were no further complications reported or anticipated.